Event description:
Customer reported that the black o ring inside the reservoir chamber had fallen out. Customer's blood glucose reading at the time of the call was 232 mg/dl. No further information reported.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Pump received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, cracked reservoir tube and cracked reservoir tube window.